Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensations when the simulation is turned on. The patient underwent a revision procedure, during which, high impedances were noted and a kink in the lead. The lead was explanted and replaced with a new one. The patient was getting good coverage following the procedure.